Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was at recommended replacement time (rrt) sooner than anticipated. It was also reported it was not possible to reprogram the ipg. It was noted the ipg probably had a power on reset (por). It was planned to explant and replace the device. No patient complications have been reported as a result of this event.